Event description:
Recent surgery for something found in her colonoscopy, the surgery found a tumor [neoplasm] heart murmur [cardiac murmur]. Reported to be administered subcutaneous [incorrect route of drug administration]. Dose of 10 mg administered [underdose]. This serious, regulatory authority, spontaneous report was received from a pharmacist in united states. This report concerns a female who experienced recent surgery for something found in her colonoscopy, the surgery found a tumor, heart murmur, reported to be administered subcutaneous, and dose of 10 mg administered during treatment with subcutaneous euflexxa (sodium hyaluronate) solution for injection,10 mg, unk, for an unknown indication from 2013 and ongoing. The patient reported they had no reaction or adverse effect to euflexxa. However, while updating medical history the patient reported that she had a recent surgery for something found in her colonoscopy. The surgery found a tumor that will be checked again later this year and may need to be treated with oral chemo. While in the hospital they found a heart murmur. Action taken with euflexxa was unknown. At the time of this report, the outcome of the events was unknown. The patient`s medical history was significant for colonoscopy (from unknown start date to unknown stop date). Concomitant medications were reported as follows: estradiol, crestor, nexium, omega3, valtrex, vitamin c, welchol. At the time of reporting the case outcome was unknown. Overall listedness (core label) is unlisted. Reporter causality: not related. Company causality: not related. Other case numbers: case number, others = mw5069710. This ae occurred in the us and concerns the medical device euflexxa. Please report to your local health authority if required by local law. This ae is not reportable in EU because it did not occur in a EU + efta country and did not result in a corrective action by the manufacturer no corrective action was done by the manufacturer or requested by regulators. (B)(4).